Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump motor arm failed self-test alarm. The customer blood glucose level was unknown. Alarm did not occurred during the rewind. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device received with constant rf pic failed self test alarm due to a faulty connector on the radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The test infusion set and reservoir does lock into place.